Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss subsequent to sustaining a head trauma. Reimplantation is planned but had not taken place at the time of this report.